Manufacturer narrative:
Additional information: b1, b2, b3, g3, h1, h2, h6, h10 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device was capped and replaced on (B)(6)2021.

Event description:
Correction: the device was capped and replaced on (B)(6) 2021.

Event description:
It was reported the patient presented remotely. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise. The device was reprogrammed. The patient was in stable condition.